Event description:
The customer reported elevated, non-reproducible thyroid-stimulating hormone (tsh) and prostate-specific antigen (psa) results, for one patient, involving unicel dxc 600i synchron access clinical system. Subsequent testing on an alternate unicel dxc 600i synchron access clinical system produced results within clinical ranges. The elevated tsh result was released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) service the unit on (B)(4) 2010. The fse performed a major preventive maintenance (pm). The fse adjusted wash wheel alignments and cleaned the wash wheel due to dried fluid discovered during the preventive maintenance (pm). The fse performed a routine check and high sensitivity (hs) system check, which were within system specifications. The unit conformed to the manufacturer's performance specifications. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.